Manufacturer narrative:
Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced vault more than 1500 um and some shallowing nasally. Lens remains implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
B5 - the patient experienced excessive vault and significant reduction of iridocorneal angles. No symptoms. Claim# (B)(4).